Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1avr1-delsys / expiration date: 14-jul-2022 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no, mfg date: 02-feb-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), threshold started to rise post tether removal and was noted to be high post-operation. It was also reported that the high thresholds resulted in loss of capture. The leadless ipg was reprogrammed and remains in use. The delivery system was used during the implant procedure. No patient complications have been reported as a result of this event.